Event description:
Home pt(hp) reports shoulder pain due to excess air infused into the peritoneum during treatment on the homechoice device. Hp reports she has a history of excess air. Hp reports she took tylenol, dosage unknown, and used an ice pack to alleviate the pain, as recommended by her doctor. Hp reports she has responded to treatment.